Manufacturer narrative:
Additional information: h4, h6, the reported infection could be confirmed. Stryker¿s senior global medical director reviewed the case and confirmed that the infection resulted from the patient not taking prescribed antibiotics, indicating it was unrelated to the device. As the event is an adverse effect associated with the diagnosis or surgical procedure, it does not meet complaint criteria and the investigation was closed accordingly. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient developed an infection that needs I&d of mandible and removal of plate.